Event description:
A hosp alleges that ft3 discrepant results led to inappropriate treatment of one pt that was being treated for hyperthyroidism. Results from the hosp lab were high and upon retesting at another reference lab the results came back normal. In 2004 the hosp confirmed that the pt was given propylthiouracil (ptu) and topocoll after the elevated ft3 results were reported to the treating physician. The samples were sent to bayer offices for further analysis. The retest of these samples at bayer lab yielded results at the high end of the normal range indicated in the immuno 1 method sheet. Upon further investigation and testing for interfering substances it was determined that there is an indication that the sample may contain an interfering antibody of igg isotype which may lead to the elevated results. Info regarding falsely elevated results caused by interfering antibodies may be found in the "limitations of the procedure" section of the immuno1 ft3 method sheet.